Manufacturer narrative:
(B)(4). Physio further examined the removed interface pcb assembly and determined that the cause of the reported issue was an integrated circuit (ic) chip, designator u5. Ic chip u5 had become thermally damaged due to electrical overstress. (B)(4).

Event description:
The customer contacted physio-control to report that numerous buttons on their device would only respond intermittently. The customer advised that their device was being used concurrently with another defibrillator (brand and model unknown) and that their device was on standby, in AED mode, as a precaution. The customer advised that the other defibrillator had successfully delivered a shock to the patient when medical personnel decided to change over to their device. Medical personnel then attempted to exit AED mode (and enter manual mode) by pressing the analyze button; however, the device remained in AED mode. Medical personnel continued to use the device to monitor the patient. The patient survived the event. No further details about the patient or the event were provided. Following the event, the customer attempted to download the electronic patient record from the event; however, they were unable to enter the device's setup mode in order to retrieve the data because the options button would not respond when pressed. Physio-control later advised the customer that pressing the analyze button causes the device to enter AED mode, not exit AED mode. This is why the device stayed in AED mode when they pressed the analyze button during the event. In order to exit AED mode, the customer would need to press either the energy select, pacer or charge buttons. Upon evaluation of the customer's device, physio-control observed that the analyze button would only respond intermittently when pressed. Physio also confirmed that multiple other buttons were inoperative, including (but not limited to) charge and shock.